Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of red battery alarm could not be confirmed through this evaluation. The pm was sent for repair and was inspected at the european distribution center (edc). The returned pm internal battery and battery clip were connected to the pm and passed all applicable testing. The reported issue can be caused by improper power on sequence. Battery red light and audible alarms will activate when the pm is connected into an ac power before the sla back up battery is connected. The customer requested more time for the purchase order (po); this investigation will be reopened when the po is received. A root cause of the red battery alarm could not be determined through this analysis. The device history record for the power module (serial number: (B)(6) with shop orders were reviewed. No deviations from manufacturing or qa specifications were shown from the power module. The current revision of the heartmate 3 instructions for use document can be found on the eifu page of the abbott website. Under section 3, ¿powering the system¿, outlines how to use the power module. Also, under this section, indicator symbols on the front panel of the power module illuminate to indicate the charge status of the power module backup battery. Table 3.1 describes the indicator symbols. The heartmate power module instructions for use (IFU) instructs users to regularly inspect the power module and patient cable; this section also states to not use a power module or any equipment that appears damaged. Under section d, ¿yearly safety checklist¿, schedule a power module inspection and cleaning with thoratec-trained personnel. The inspection and cleaning include (but is not limited to) functional testing, cleaning, inspection, and replacement of the power module backup battery. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A1-a6: no patient involvement g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the power module (pm) was alarming with a red battery and continuous tone. The battery was changed, and the pm was still alarming. Connections were checked, and the device was plugged in and unplugged with no luck troubleshooting.